Event description:
Information was received indicating that an error code alarmed to a smiths medical medfusion® 3500 syringe pump failing to deliver the volume to be delivered. There were no adverse patient effects reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal broken and the pump in poor condition, with the top case chipped and cracked and the left/right plunger cases damaged. A review of the event history log found an invalid syringe alarm. Delivery accuracy tests were performed and were unable to replicate the reported issue. Based on the evidence, the root cause was unable to be determined.